Event description:
It was reported that during an arthroscopic shoulder procedure, the pt sustained a burn at the surgical site. According to the physician, the burn appeared to have occurred at the dermis inside the surgical site, but could be seen at the epidermis. The burn was not classified by the physician; however, was able to be treated with ointment. No further pt complications were reported as a result of this event.